Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on an unknown date that the rod can¿t lock in the right position with the instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.